Manufacturer narrative:
The devices have been returned and evaluations are in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink solution sets were cracking when used with an oncology adapter. The clearlink connection on top of the buretrol chamber was cracking and causing a leak. This occurred during priming, prior to connecting the set to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three devices were received for evaluation. During visual examination of the first device, the luer activated valve was observed missing from the top of burette. Functional testing could not be performed on this device due to the condition of the unit. The reported condition was verified; however, the cause of the condition could not be determined. Visual inspection of the second and third devices did not identify any abnormalities that could have contributed to the reported condition. Functional testing on the second and third devices were performed and the devices performed according to product specifications. The reported condition was not verified on either device. Should additional relevant information become available, a supplemental report will be submitted.